Event description:
The user facility reported that steam was leaking from their sterilizer subsequently setting off the fire alarm and dispatching the fire department. The hallway in which the fire alarm is located was evacuated. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the internal bellows of the pressure regulatory valve (prv) were worn which caused it to rupture and allow the steam to escape. The technician rebuilt the prv, energized the steam valve, brought the unit up to pressure, ran a dart warm-up test and confirmed the unit to be operational.